Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. An inspection could not be performed because the item is still implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient (no data available) was treated with above implant on (B)(6) 2024. It was reported that the femoral head was perforated (cut through) when the gamma4 u-blade was hammered in. The u-blade was inserted using the hammering sensation and confirmation with lateral view of x-ray as indicators but confirmed perforation of the femoral head in the x-rays after insertion of the u-blade. The u-blade was temporarily removed, the set screw was loosened, and the lag screw was returned to the appropriate position. Further information was not given. The process of u-blade insertion is clearly described in the labelling. Careful hammer strokes shall be applied to the strike plate of the rc inserter in order to proceed the u-blade to its final position. Even if the patient has very poor bone condition significant stresses have to be applied on the system to have the u-blade to cut through the femur head. However, the situation was solved in the same surgery by the same surgery within 10 minutes which is in an acceptable rage of delay. The event was caused by the user while applying significant load on the implants and bone. With available information a deficiency of the product was not verified.

Event description:
The gamma 4 u blade inserted using hammering sensation by surgeon results in perforation of femoral head.

Event description:
The gamma 4 u blade inserted using hammering sensation by surgeon results in perforation of femoral head.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.